Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Multiple eaw 128-fe88 alarms observed in bb on (B)(6) 2014. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The current draws are within specifications. The pump cover was removed and there was evidence of moisture contamination on 5 volt motor regulator u12 and other associated motor circuit components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.